Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the tip of the guidewire allegedly was stuck and would not come out. It was further reported that there was stretching in the needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one j-tip guidewire loaded an introducer needle was received for evaluation. Visual, functional and dimensional evaluations were performed on the returned device. The guidewire was noted to be stuck within the introducer needle. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Resistance was felt during performance as the guidewire felt stuck within the introducer needle. After completely removing the guidewire, the distal portion was noted to be bent and stretched. Therefore, the investigation is confirmed for the reported guidewire stuck, stretched and identified deformation and improper or incorrect procedure issues. However, the investigation is inconclusive for the reported difficult to remove as the exact circumstance at the time of the reported event was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause for the reported physical resistance, difficult to remove, stretched and identified deformation issues could not be determined based upon the provided information. However, the user error could have contributed to the identified improper procedure or method used issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, component, method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure the tip of the guidewire allegedly was stuck and would not come out. It was further reported that there was stretching in the needle. There was no reported patient injury.